Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. Unable to verify unresponsive keypad/button or perform functional testings due to blank display. Unit was received with corroded battery tube and moisture damaged motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 149mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid. The customer states went into the pool and pump started alarming and went blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.